Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The customer reported missing signal loss alarm. Successfully scanned and received glucose readings and alarm notifications. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 12, os version 16.5, app version 2.8.1.6120. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer had contact with health-care professional (hcp) who administered glucose for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with iphone-12 with ios operating system version 16.5. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer had contact with health-care professional (hcp) who administered glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.